Manufacturer narrative:
Concomitant medical products: 8637-40 neuro pump, implanted: (B)(6) 2015. 8780 catheter, implanted: (B)(6) 2015. 8781 catheter, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient was lightheaded and fell. In addition, the patient was noted to have pneumonia. The patient was admitted to the emergency room, and the pacemaker was found to have reached end of life (eol). The reason for the patient's fall could not be determined through follow-up investigation. The implantable pulse generator (ipg) was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.